Event description:
Healthcare professional reported "that the patient presents rupture of the right breast, which was confirmed via MRI." The device remain implanted.

Manufacturer narrative:
Email addresses: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.